Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log were not provided, therefore no review could be performed. The reported device was not sent to france for investigation, but repairs have been carried out locally. Defective part changed following servicing has been returned to france to investigation. Complaint investigation was performed by our investigators. During visual control, nothing has been observed. As known, this door error is triggered when the gate calibration is out of range or if a component such as hall effect fails, placed on the display board. The returned spare right flange fitted with a drop detector socket with its cark which is not affected by the reported complaint. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. So, it was determined that the right flange had nothing to do with a door error. This spare part is a side support equipped with a drop detection socket and passing all tests. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Intermittent door open alarm. More information is needed to fully investigate the issue.